Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and another manufacturer's lead exhibited noise and oversensing. Review of the device data also revealed the pace impedances exhibited a fluctuation of measurements. This device remains in service. No adverse patient effects were reported.